Event description:
The customer reported that the central nurse's station (cns) was somehow rebooted and has been stuck on the please wait screen for 20+ minutes. There was no patient injury reported.

Manufacturer narrative:
Technical service (ts) had the customer change the drives, boot the unit with the backup drive, but the issue persisted. The customer wants to send in the unit for evaluation and requested a loaner. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Manufacturer narrative:
Details of complaint: the customer reported that the central nurse's station (cns) was somehow rebooted and had been stuck on the "please wait" screen for 20+ minutes. Technical support (ts) had the customer switch the hard disk drives and boot the unit with the backup drive, but the issue persisted. No patient harm was reported. Investigation summary: the reported problem was duplicated by nihon kohden. The motherboard and hard drives were replaced to fix the device. The cause of motherboard failure could not be determined based on the available information. If regular maintenance, such as cleaning the exhaust fan, were not being performed at recommended intervals, excessive heat may cause premature electronic failure. Additionally, power surges or abrupt power loss may cause electronic failure. Hard drive failures are discussed below. Service history for this serial number shows no other incidents related to hard drive or motherboard failure. Spontaneous shutdown or spontaneous reboot events are triggered by either a power loss or a hardware failure. When the cns experiences a power loss, it can be caused by a variety of events. These events include power outages, generator tests, uninterruptable power supply (failure), power outlet failure. These are environmental factors that impact device functionality. Hardware failure that may result in spontaneous shutdown or reboot includes power cord failure, hard drive failure, and various other essential components of a computer system such as the cooling fan, internal power supply, motherboard, cpu, memory, etc. Most commonly, hard drive failures will result in spontaneous shutdown or reboot of the device. Causes of hard drive failures include normal hard drive failure or failure resulting from frequent power loss, inappropriate shutdown/reboot procedure. The operator manual outlines specific steps to perform a device shutdown or reboot. As with any device, the hard drive supplied with the cns has limited durability. It is the manufacturer's recommendation to have hard drives replaced every two years or 20,000 hours of use. As a maintenance reminder, the user is prompted with a message on the bottom right of the cns screen to check hard drive status once usage has reached 20,000 hours. Additional information: b4 date of this report. D9 device available for evaluation?. G3 date received by manufacturer. G6 type of report. H2 if follow-up, what type?. H3 device evaluated by manufacturer?. H6 event problem and evaluation codes. H10 additional manufacturer narrative.

Event description:
The customer reported that the central nurse's station (cns) was somehow rebooted and had been stuck on the "please wait" screen for 20+ minutes. There was no patient injury reported.